Event description:
It was reported that this right atrial lead exhibited oversensing. Due to this, inappropriate atrial tachy response (atr) episodes were recorded. Reprogramming of the device was performed. This lead remains in service. No further adverse patient effects were reported.